Event description:
Complainant alleged upon arrival on the scene, they found a (B)(6) old female in the driver's seat of a vehicle, in full cardiac arrest. Complainant alleged that they immediately started CPR and the pt was quickly moved to the ambulance so they could continue treating her. The electrode pads were applied to the pt's bare chest and the device was set at 120 joules. The device then displayed "poor pad contact" and "check pads" messages. The clinician checked the connection of the ECG cables and replaced the electrode pads. However, the device displayed "check pads" and "poor pad contact" messages. The clinician then held the connection of the multi-function cable and was able to obtain an ECG signal. The pt was then transported to hospital care. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.